Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The pump was delivering morphine 40 mg/ml (unknown dose, pump stalled). The date of the event was (B)(6) 2017. An alarm was first heard by the patient on (B)(6) 2017. A motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging (MRI). This was their first time seeing the patient today. The logs did not show the exact motor stall date. The logs show events going back to (B)(6) 2017 but it appears the motor stall happened before that since it does not appear in the log data (max lines used). The patient had symptoms of withdrawal when the motor stall occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and post-lumbar laminectomy syndrome. The pump contained an unknown drug at an unknown concentration and dose. It was reported the patient went for a refill, and it was noticed the pump was stalled. The nurse practitioner tried to restart it, but with no success. There were no environmental/external/patient factors that might have led or contributed to the issue. No troubleshooting was performed aside from reading the logs. A replacement was being scheduled/was planned. The issue was resolved at the time of the report. The representative would follow up for medical history as soon as possible. The patient status at the time of the report was alive ¿ no injury. No patient symptoms were reported. No further patient complications were reported.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. The patient¿s weight was (B)(6) at the last visit. There were no further complications reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.